Event description:
An infusion pump that "keeps turning off". Information was not provided regarding whether or not the device was in patient use when the reported event occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, or medication involved. No additional contact information was provided.